Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 6 photos submitted for evaluation. The issue of foreign matter was confirmed upon inspection of the photos. One photograph was labeled as a "good part". A table that accompanied the photos showed that for lot #2115643, it was reported that 98 units had black marks and 4 were contaminated. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing and tap. One photograph was labeled as "contamination" and brown colored material overlaid the q-syte top body. Due to the poor image quality and without the physical sample, it was unclear if these marks and discoloration were embedded or were a feature on the external surface of the material. The reported complaints were confirmed. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Black marks, stains found during production at atom. 98 black marks and 4 stains are found.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.